Manufacturer narrative:
A ge representative evaluated the system and found the hard drive was corrupted by voltage spikes and determined there was a problem with the x-ray tube. Manufacturer's investigation is ongoing.

Event description:
The customer reported the system will not save images. No patient injury was reported.